Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that there is a piece a metal in the plastic injection.